Event description:
It was reported that a customer experienced a ¿catastrophic medical event¿ on (B)(6) 2024 and subsequently passed away on (B)(6) 2024 due to diabetic ketoacidosis (dka). A review of pump data will be performed, and the results will be submitted in a supplemental report.